Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implanting a zcb0000220 the doctor changed his mind and removed the intraocular lens (iol) by enlarging the incision, performed a vitrectomy and then implanted an anterior chamber iol. The report indicated there were no quality issues with the iol and no patient injury. The report indicated that an emeraldc30 cartridge was used during the procedure, however, a platinum 1mtec30 cartridge was returned; the iol was not returned for investigation.